Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra operation the right ventricular (rv) lead was difficult to position and the stylet could not advance down the lead lumen. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the test sample stylet insertion stops at 1 cm due to distal conductor distortion in the connector due to over-rotation. If information is provided in the future, a supplemental report will be issued.